Manufacturer narrative:
After discussing reported malfunction with the office manager, it was apparent that the screw holding the downtube to the ceiling mount was not fully engaged. This allowed light to separate at downtube from the ceiling mount resulting in the light falling.

Event description:
Light reported to have fallen while patient was in room. No one injured.